Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, b6, b7, d4, d6a, d6b, d7a, d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4 (serial number inadvertently added to lot number field), e2, e3 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to shortcut of charged coupled device (ccd) cable, the monitor shows a black screen with no image (e216) which is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported an error e216 and no endoscopic image was observed. The issue was found at preparation for use. Thw subject device was replaced. The intended an unspecified procedure was competed using a similar device. There was no patient harm, no user injury reported due to the event.